Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range shock and pace impedances. The cause of the increased measurements was unknown and the physician elected to revise the lead. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.